Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states. Product no longer available for return.

Event description:
It was reported that the patient experienced skin inflammation and a hematoma at the insertion site on the third day of using the infusion set. The insertion area was red, itching with blistering. The patient's mother required professional help as the hematoma remained in the patient's skin for 15 days. The patient's mother used an ointment prescribed by the doctor to treat the hematoma.